Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was evaluated, cleaned and lubricated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an over voltage fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.